Manufacturer narrative:
(B)(4). This device is not cleared for sale in the united states, but other products in this family are.

Event description:
It was reported that when t1 implant was deployed t2 was also deployed from the fast-fix 360 curved delivery system. It was further reported that there was no patient injury associated with this event and that it was unknown whether there was any procedural delay associated with the event.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence. There are no indications during manufacturing record review to suggest the device did not meet product specifications upon release into distribution.